Manufacturer narrative:
Dates of event and implant: dates estimated. The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided, a cause for the reported patient effects of stroke, recurrent mitral regurgitation and cardiac tamponade could not be determined. The reported patient effects of stroke, recurrent mitral regurgitation and cardiac tamponade are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effect referenced is being filed under a separate medwatch report number. Article, titled "considerations on the use of mitraclip in the treatment of mitral regurgitation."

Event description:
This is filed to report stroke, recurrent mitral regurgitation, cardiac tamponade, and prolonged hospitalization. It was reported through a research article identifying mitraclip devices that were related to the following outcomes: death, stroke, recurrent mitral regurgitation, cardiac tamponade, and prolonged hospitalization. Specific patient information is documented as unknown. Details are listed in the article, titled "considerations on the use of mitraclip in the treatment of mitral regurgitation." No additional information was provided.